Event description:
It was reported that 5 days after an elective coronary drug eluting stenting treatment procedure, the pt returned with an occlusion of the proximal stent. In 2004, the physician had deployed a taxus express2 2.5 x 12 mm drug eluting stent in the distal lad following predilation with a maverick2 2.0 x 9 mm balloon (7 dilations at 4-8 atms for 22-40 seconds), then a cordis raptorrail 2.5 x 10 mm balloon (15 dilations at 4-14 atms from 17-53 seconds) and finally a 2.5 x 6 mm cutting balloon (2 dilations at 6atms for 50-85 seconds). The taxus stent delivery system had been inserted and removed twice in between the inflations with the maverick2 and the raptorrail. The taxus express2 2.5 x 12 mm drug eluting stent was deployed at 11 atms for 35 seconds. A taxus express2 3.0 x 8 mm drug eluting stent was inserted and removed twice in the proximal lad lesion. The lesion was then predilated with a cordis raptorrail (2 inflations at 6-10 atms for 10-50 seconds) following inability to advance a cutting balloon. The taxus express2 3.0 x 8 mm drug eluting stent was deployed at 11 atms for 35 seconds and was postdilated at 11 atms for 10 seconds. The pt was given heparin during the procedure and plavix immediately post-procedure. No procedural complications were reported. The pt was to take plavix and aspirin following the procedure. When discharged from the hosp the following day, the pt did not take the plavix as directed, as they wanted to get the prescription filled at another facility because it was less expensive. Four days later, the pt returned emergently to the cardiac cath lab following transfer from another facility with an acute myocardial infarction. They had presented with shortness of breath, chest pain and s-t elevation. The pt arrived with infusions of heparin, nitro and integrilin. They were given dopamine briefly for hypotension. They were found to have occlusion of the proximal stent. The physician reopened the stent with double wire technique and multiple inflations with a maverick2 2.5 x 9 mm balloon which apparently caused a dissection near the proximal stent. A taxus express2 2.5 x 12 mm drug eluting stent was used to repair the dissection and the procedure was successfully completed. No other complications were reported. The pt is reported to be satisfactory. Same case as MFR's #s: 6000093-2004-00388 and 6000093-2004-00391.